Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor was fractured (clavicle-rib crush). It was noted that there was blood/body fluid on the distal conductor (not obstructed), the proximal conductor was kinked/buckled, the outer insulation was melted, had cosmetic metal ion oxidation (mio), had cosmetic environmental stress cracking was breached cut and had a cosmetic depression.

Event description:
It was reported that from a follow-up visit the lead was found to have a sudden high impedance and no capture. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.